Event description:
Additional information received from the patient reported he met with the manufacturer's representative (rep) and the implantable neurostimulator (ins) wasn't working right. He wanted to go in and grab the ins out of his back. The patient stated the ins worked for a few months then after that it "went to heck."

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a problem with the patient programmer (pp). They were not able to make adjustments with the antenna attached. There was also a loss of therapeutic effect or a change in stimulation and not getting therapy relief. The patient also felt stimulation when it was off. This had occurred since (B)(6) when the patient fell 12-15 feet. Impedances were tested and there were no abnormalities. A manufacturing representative (rep) reprogrammed the patient with different electrodes combination and it did not provide greater relief. The patient had more intense tailbone pain in the past 6 days, which was a new pain from the fall. The rep was unable to determine if this occurred with or without stimulation. The patient was going to reach out to the implanting surgeon to see what should be done. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.